Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.